Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue was confirmed via an onsite evaluation by an abbott clinical specialist. A specific cause for the report of reduced flow could not be conclusively determined through this evaluation; however, it was reported that it was the result of the speed being reduced due to poor right ventricular function. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. It was reported that the surgeon decided to reduce the speed due to a very poor right ventricle function, and the flow reduced as a result. The center requested the 2.0 lpm low flow controller in a very short time. The low flow software was installed on one of the two controllers, serial number (B)(6), by the clinical specialist on (B)(6) 2020. The software label was applied on the controller, and the patient and clinical staff were given copies of the low flow alarm guides. It was noted that the center decided to wait to install the software on the second controller. It was later reported on (B)(6) 2020 that the patient was still in the ICU. It was noted that the septum was shifted to the left ventricle, and the central venous pressure was 18. The plan was to recover the right ventricle function and then move the patient to the ward. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had very poor right ventricle (rv) function. Because of this, the surgeon decided to reduce the rpm and, in consequence, the flow. The 2.0 low flow software for the controller was requested. The hospital was trying to recover the rv function and then move the ICU to the ward. The heart's septum was shifted to the left ventricle (lv) with central venous pressure (cvp) at 18 mm hg.